Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On 09-sep-2024 the field service engineer (fse) replaced various parts including the punctured tubing of the rinse arm assembly and a vacuum bottle due to overflowing cuvettes. The customer has had no further issues. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of intermittent high results for patient samples tested for sodium (na) on a cobas 6000 c501 module. Of the data provided, the results for 6 patient samples were discrepant. Patient 1 initial result was 165 mmol/l. The repeat result was 134 mmol/l. Patient 2 initial result was 158 mmol/l. The repeat result was 135 mmol/l. Patient 3 initial result was 164 mmol/l. The repeat result was 144 mmol/l. Patient 4 initial result was 184 mmol/l with a data flag. The repeat result was 136 mmol/l. Patient 5 initial result was 202 mmol/l with a data flag. The repeat result was 142 mmol/l. Patient 6 initial result was 185 mmol/l with a data flag. The repeat result was 155 mmol/l. The initial results for the samples with no data flag were reported outside of the laboratory. The samples were repeated as the physician questioned the high results.